Event description:
It was reported that the patient experienced fever and hypotension as symptoms to infection, cultures were not identified. The source of infection was unknown as care was withdrawn and an infection workup was not completed. The patient passed away due to cardiogenic shock, heart failure, and septic shock. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction,¿ lists potential adverse events that may be associated with the use of heartmate 3 lvas, including sepsis and death. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section and several sections of the patient handbook include information for caring for the driveline exit site as well as information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.